Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model mn1610 magnum needles were allegedly difficult to remove. This information was received from a one source. The allegedly difficult to remove needles involved a patient with no known impact to the patient. The patient is female; age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the eight malfunctions was provided and a lot history review was performed. The devices have been returned for evaluation; the investigation of the eight malfunctions are inconclusive for difficult to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices have been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model mn1610 magnum needles were allegedly difficult to remove. This information was received from a one source. The allegedly difficult to remove needles involved a patient with no known impact to the patient. The patient is female; age and weight were not provided.